Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 cubie was very warm to touch and ejected itself. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 cubie was very warm to touch and ejected itself. A field service engineer (fse) replaced the row board tray for drawer 3.1, after which the drawer was recovered and successfully tested in the application by the customer. The system functioned as intended after the field service engineer repaired the device.